Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. One inappropriate burst of anti-tachycardia pacing (atp) and eight inappropriate shocks were delivered for a supraventricular tachycardia (svt) driven rhythm with rapid ventricular response (rvr). Therapy was exhausted. No additional adverse patient effects were reported. This device remains in service.